Event description:
Pre-op diagnosis: pelvic pain after mesh placement with prior excisions, stage 2 anterior prolapse. Post-op diagnosis: same. Procedure(s):vaginal mesh removal/anterior repair, cystoscopy.